Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2017-06044.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1822565-2017-00284 / 00284).

Event description:
It is reported that the tibial articular surface provisionals were found fractured in trays during inspection by the warehouse.